Event description:
Device was returned service. During service, technician found that the triggers jammed. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. MFR date: 02/04/ 2010 placeholder. (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). During pre-repair assessment performed by a technician, functional testing was performed and revealed the triggers do not function properly. This was attributed to normal wear. Inspection and maintenance were performed and the device was returned to the customer on (B)(4) 2013. Placeholder.